Event description:
It was reported that this right atrial (ra) lead exhibited noise and high capture thresholds resulting in a lead safety switch. On subsequent checks, the pacemaker exhibited safety switches with low out of range pace impedance measurements. Additionally, oversensing and pacing inhibition was observed with suspected loss of capture (loc). As a result, the patient experienced syncope and anxiety. Boston scientific technical services (ts) was consulted and device and lead replacement were recommended. A lead revision was scheduled, however, during the procedure, the device was interrogated and showed 1.5 years of longevity remaining and a battery consumption of 400%. The physician opted to replace only the device due to lead testing intraoperatively stable measurements. No additional adverse patient effects were reported. At this time, this lead remains in service.